Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m67 fluid temperature out of range error once during step 5 of setup. The cycler was re-setup with new supplies and rebooted however the message reoccurred. The patient stated there was a residential power outage a few days earlier and this was the first time using the cycler since power had been restored to the home. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. There was no patient involvement regarding the reported issue. It was reported that the patient would complete therapy via manual exchange. Additional information was requested regarding the reported issue, however a response was not received. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition and a blown fuse was identified on the alternating current (ac) distribution board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. A pre-ast simulated treatment was performed and an m67 fluid temp out of range alarm was encountered during step 5 of setup. Treatment was cancelled to troubleshoot the failure. A temperature check was performed and passed. A heater test was performed and failed when the heater would not heat up after being switch on. It was identified that the cause for the test failure was a blown f1 fuse with signs of thermal decomposition on the alternating current (ac) distribution board. A known working ac distribution board was installed and the heater functioned as intended. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to thermal decomposition and a blown fuse on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m67 fluid temperature out of range error once during step 5 of setup. The cycler was re-setup with new supplies and rebooted however the message reoccurred. The patient stated there was a residential power outage a few days earlier and this was the first time using the cycler since power had been restored to the home. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. There was no patient involvement regarding the reported issue. It was reported that the patient would complete therapy via manual exchange. Additional information was requested regarding the reported issue, however a response was not received. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition and a blown fuse was identified on the alternating current (ac) distribution board.